Event description:
A bsn representative reported that the patient's ipg was implanted too deep which caused difficulty charging. The patient underwent a pocket revision where the ipg was repositioned and the charging difficulties resolved.